Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 alarm on the homechoice (hc) machine during drain 1 of 5. The home patient (hp) stated that he disconnected to answer the front door, and shortly after reconnecting, the alarm went off. The technical service representative explained that the hp will need to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, the patient has resumed therapy just fine. Product surveillance notified the nurse of the patient's disconnection and reconnection. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The homechoice apd systems patient at-home guide instructs the patient on how to disconnect during an emergency for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. A batch review was not performed as the lot information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.